Event description:
The catheter was inserted into the left forearm vein with good blood return. Pressure was applied to area to retract needle and when automatic retraction button was pushed, the needle came out and also pulled catheter out onto floor. Pressure applied to area until bleeding stopped and then pt required repeat stick in right arm. No difficulties noted with that catheter. There has been no further problems with this device.

Manufacturer narrative:
The sample has not been returned for evaluation. The facility is looking for the sample to see if it has been retained. If it is available, it will be returned. Upon completion of the investigation, a supplemental report will be submitted.